Event description:
An asymptomatic patient presented in clinic for follow-up. It was reported that post-sense t-wave oversensing was noted on the stored egm. Reprogramming was recommended. At a subsequent visit for dft testing vf episodes recorded due to post-sense t-wave oversensing were noted on the stored egm. The device was reprogrammed. During dft testing low level vf was not detected by the device and the patient was rescued with external defibrillation. The lead was explanted and replaced. The patient condition was fine after the event.

Event description:
Additional information received indicated low impedance and high pacing thresholds were observed on the rv lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 49.5-50.0cm from the connector pin, consistent with friction to another device or feature of the heart. The etfe coating was intact at this location.